Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Functional testing including pressure, clear passage under water, and priming were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked at the y-site. The leak was observed during patient infusion of total parenteral nutrition (tpn), smof lipid (soy, medium-chain triglyceride, olive, and fish oil), and morphine via peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.